Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via a manufacturing representative that they had a sudden shocking sensation in their left eye, double vision, and buzzing in the left ear. The patient reported there were no events that potentially caused the issue. The patient met with the manufacturing representative and diagnostics were done. Impedances were checked and all electrode combinations that included zero or two showed high impedance in the range of 6138 to 12,946 ohms. The ins was reprogrammed so the left channel was zeroes out. The issue was not resolved at the time of this report. No surgical intervention occurred and it was unknown if any intervention was planned. The patient status at the time of this report was alive with no injury. The patient's indication for use is parkinson's dual and movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.